Event description:
It was reported that the patient visited the hospital a month before surgery. As the artificial urinary sphincter was not working properly. The examination confirmed saline leak between the reservoir and cuff due to a hole. The artificial urinary sphincter cuff component was replaced. After the revision surgery, the patient improved and the event resolved.

Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the returned device was thoroughly inspected and analyzed. The cuff component was visually and microscopically examined and functionally tested for leaks. A pinhole leak was identified in the cuff shell consistent with a leak from the outside in with wear at a fold in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis identified a problem with the cuff component and confirmed the reported hole in the device. This damage would affect the functionality of the device and would therefore be the most probable cause of the reported events. The product record review indicated the reported events do not represent an unanticipated event; therefore, no escalation is required. Based on this investigation, the investigation conclusion code of cause traced to component failure.

Event description:
It was reported that the patient visited the hospital a month before surgery as the artificial urinary sphincter was not working properly. The examination confirmed saline leak between the reservoir and cuff due to a hole. The artificial urinary sphincter cuff component was replaced. After the revision surgery the patient improved and the event resolved.